Event description:
Patient had a left chest pleural drain in place post open heart surgery. Pa-c attempted to pull out the drain and met resistance and stopped. Attending attempted to pull drain and drain tube broke leaving a portion in the chest. Stat cxr obtained and patient was taken to the or for removal of the drain, left hemithorax via lateral incision. Removed 29.2cm length tube. No further complications.